Manufacturer narrative:
The native aortic annular diameter was 24mm by tee. CT measurements were not utilized for this case. There was bulky calcification on the severely calcified native aortic valve. The aortic root was moderately calcified. The sapien valve was deployed 50:50 across the native aortic annulus. Per report, there was no indication of native leaflet overhang. The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), device migration requiring intervention and valve regurgitation are potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether sapien valve performance will be impaired. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole and retrograde forces during diastole. The literature reports that less-than-severe and non-uniformly distributed calcification of the native leaflets, and incorrect bioprosthetic valve sizing can contribute to valve migration. Furthermore, the literature reports that residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. In this case, the cause of the ventricular migration and subsequent cai cannot be confirmed. The native valve was severely calcified and the sapien valve appears to have been appropriately sized; however, CT measurements were not utilized to confirm valve sizing. It is possible that the indented valve strut, which may not have been standing completely vertical at an area of bulky calcification, may have contributed to the ventricular migration. Per the implanting physician, a large, deep piece of calcium may have pushed against the valve strut and caused the indention. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, upon transfemoral deployment of a 26mm sapien valve, a strut on the valve frame appeared to be indented and not standing completely vertical. Coaptation of the valve leaflets was described as great. There was no central aortic insufficiency (cai) and only mild paravalvular leak (pvl). The patient was noted to be in stable condition following the procedure. Per the implanting physician, there was possibility a large, deep piece of calcium pushing against the valve strut, causing the indention. Seven days after the tavr procedure, moderate cai was noted on tee and the sapien valve appeared lower in the annulus than when initially deployed. A second sapien valve was subsequently deployed within the first valve, resulting in no cai.